Event description:
A customer reported that during cataract surgery an "opthalmic" operating handpiece exhibited poor and complete loss of phacoemulsification power. Patient impact details were not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. Handpiece was received, visual assessment of the returned sample revealed no visual nonconformities. The returned sample was connected to a calibrated vision system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications per manufacturing test procedure (mtp). Refer to the attached investigation log and dtf data sheet. Testing found the handpiece to meet specifications per mtp. Therefore, the customer reported event was not able to be confirmed. The handpiece was found to meet specifications; therefore, the root cause of the reported event is inconclusive. Through investigation of this complaint, it has been determined that this handpiece met specifications. Therefore, no corrective actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).